Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2018, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. Additionally it was mentioned that the patient had 90° neck angle and 50 mm neck length. The procedure was concluded successfully and it was stated that the final angiography showed no endoleak and the endoprosthesis was positioned well in the anatomy of the patient. On (B)(6) 2018, a control CT showed a proximal type I endoleak and according to the physician it appears that the aorta is perforated. The implantation of an aortic extender is planned for (B)(6) 2018. On (B)(6) 2018, the endoleak was successfully treated with the proximal implantation of an aortic extender endoprosthesis. The patient tolerated the procedure.